Event description:
Analysis of the computer and flashcard was completed. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld computer performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
Reporter indicated a vns programming system was having intermittent communication issues since (B)(6) 2012, and was now not communicating at all. The reporter was using the programming system while plugged into the wall outlet, so this may be the cause. The battery in the programming wand was tested and was sufficient. The computer, flashcard, and wand were returned for analysis on (B)(4) 2013. No anomalies were identified during the wand analysis, and the wand performed as intended. Analysis of the computer and flashcard is still pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.